Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient suffered excruciating pain, lacerations/perforations of internal bodily tissue and organs, erosion/abrasion/grating of internal bodily tissue and organs, severe dyspareunia, severe dysuria, severe edema, extrusion of the subject products, internal bleeding, permanent scarring, permanent bodily impairment and related sequelae necessitating revision/corrective surgeries and resulting in substantial interference with enjoyment of life. No further information has been provided.